Event description:
It was reported when using the syringe 10ml ll, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: on aug/02/2021, when the 10 ml syringe is opened (ref: 305959, lot: 2102031), the plunger is found to contain a substance similar to glue. There was no repercussions as the staff saw it in time, but the incident could have been potentially serious since the product could have been injected directly into the patient intravenously. The device has been replaced by another with the same reference and there is no other syringe affected to date. The device was kept for expertise.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-09-14. H6: investigation summary: one sample received for investigation, upon visual inspection no foreign matter can be observed in the fluid path of the syringes, however excess of silicone is visible. Testing was performed on the samples, results verified amount of silicone was not within the required limits. A device history review was performed for the reported lot 2102031 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2105003 and found to be within specification. Possible root cause is related to a misadjustment in the assembly machine when silicone is sprayed into the barrels. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the syringe 10ml ll, the device experienced foreign matter in the fluid path component. The following information was provided by the initial reporter. The customer stated: on aug/02/2021, when the 10 ml syringe is opened (ref: 305959, lot: 2102031), the plunger is found to contain a substance similar to glue. There was no repercussions as the staff saw it in time, but the incident could have been potentially serious since the product could have been injected directly into the patient intravenously. The device has been replaced by another with the same reference and there is no other syringe affected to date. The device was kept for expertise.